Event description:
It was reported that the patient's stimulator would not charge. The patient stated she charged every 3 days, but didn't charge completely full. She had 4-5 coupling boxes. The patient did not currently feel stimulation as it was off. Communication problems were reported; when the patient attempted to connect with the programmer, the poor communication screen was displayed. The antenna locate with the recharger was unsuccessful and the reposition antenna screen was displayed. The recharger would not work, it would just beep. An overdischarge (od) was suspected during the initial report. The patient said her "dv" was not working. The patient went on to state she had a loss of therapeutic effect. The patient felt her stimulation turn off the morning of the report and the pain returned, which was how she knew her battery depleted. Two days later, on (B)(6)2015, the patient met with a company representative, who confirmed the device was in od. A physician mode recharge was performed and the resulting power on reset (por) was cleared. On (B)(6) 2015, the patient stated she had to charge daily due to the od. The patient had coupling problems that day, and had been charging all day with no coupling bars. When the patient was assisted to charge, she was able to obtain all 8 coupling bars after using the antenna locate feature. The stimulator was at 75% charged. The patient was advised to continue to exercise the device. If additional information is obtained, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient received assistance from the physician or manufacturing representative and their concerns were resolved. The device was jump started. The patient noted that it took at least 6 hours every night to charge the device.

Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# n455713, implanted: (B)(6) 2014, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type: lead. (B)(4).